Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery problem) has been confirmed. As received, the battery was non-functional in a monitor and charger. A root cause investigation is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) distributor returned a battery pack indicating that the charger was prompting a problem with the batter pack. The battery was replaced.